Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product manufactured before 9/24/2014.

Event description:
It was reported the patient presented for pocket revision surgery to address pocket erosion and migration of the implantable cardioverter defibrillator. When the atrial lead was reconnected to the device in the new pocket, low pacing impedance and loss of capture were observed. The device was reprogrammed to deactivate the atrial lead, and the patient was stable following the procedure.